Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated this right atrial (ra) lead was surgically abandoned due to lead impedance was out of range and lead not capturing.